Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an alert transmission for nsvt and noticed some non-sustained rv oversensing. The transmission showed myopotential oversensing. Programming changes were made. There was no further issues with the patient.